Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the right ventricular (rv) lead was positioned the stylet was not able to be removed from the lead. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.